Event description:
It was reported that device leak and transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Thirteen days post procedure the patient presented to the emergency room with reports of multiple tia events. A transesophageal echocardiogram (tee) was performed which revealed a leak of unknown size. No thrombus was noted. No medical or surgical interventions took place. At the time of the events, the patient was on aspirin and xarelto. The patient was admitted to the hospital and was reported to have been discharged.